Manufacturer narrative:
E1: initial reporter address:(B)(6). Oxiris s has been temporarily approved for use in the us under emergency use authorization eua(B)(4), with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating near the deaeration chamber of a oxiris set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional air leak test was performed, and it was noted that there was a leak at the level of the deaeration chamber. It was also observed that there was a crack on the deaeration chamber. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.